Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 2 drawer control board and main controller board was faulty. A field service engineer found no lights on or signal was illuminating, then replaced drawer controller board and main controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the mini drawer was not opening. Mini drawer 02 appeared in yellow in the cubex application. The cabinet was rebooted, but the drawer was still not being detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.